Event description:
It was reported that the patient experienced a loss of therapeutic effect that occurred with a gradual onset. There was no known accident or incident related to the event. This began in (B)(6) 2015. The patient was not able to adjust stimulation. The patient saw the ¿call your doctor¿ icon and a power on reset (por) condition on the day of the report. The patient also received the lost battery screen on the programmer before and when she replaced the batteries, she was able to use the programmer. This was a normal function of the programmer. Interventions and patient outcome were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v292727, implanted: (B)(6) 2009, product type: lead. (B)(4).